Event description:
Customer reportedly received result of 500 mg/dl on the advantage system and 97 mg/dl on professional's device within 10 minutes. No actions taken based on device results. No related adverse event reported. Requested return of suspect device, and replacement was sent.